Manufacturer narrative:
Additional info b5: medtronic received additional information that the concomitant procedure is an off pump coronary artery bypass grafting (CABG). The appendage was large and had higher la pressures. Ultimately it did not clip, and was not secured and did not remain implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The clip dimensions were measured to be as follows. Clip length was measured to be 2.01 inches, the specification is 1.98 +/- .04 inches the jaw teeth height was measured to be 0.021 and 0.021 inches, the specification is 0.020 +/- 0.003 inches. The shark fins operate as expected. The clamp force was measured to be 1.984 lbs., the specification is 1.9 + /- 0.6 lbs. Reason for the return was undetermined. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the penditure clip, the clip was sliding all over the appendage and was completely off the appendage with multiple tries. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5. The clip was not used. Medtronic received additional information that movement/slippage was more than 10mm. The surgeon had to reposition as well as recapture a few times. The surgeon does not use a sizer for our clip or any clip for that matter. This was a coronary artery bypass grafting (CABG) procedure. The surgeon did not use another clip, the patient left the or clipless. The clip was deployed on a beating heart with high left atrial pressures, nothing special about left atrial appendage (laa) anatomy. Inferior approach was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.